Event description:
Additional information later reported the patient had preservative saline in the pump. The managing hcp had titrated the patient off the med and filled the pump with the saline several months prior. It was noted that it was believed the patient had the pump repositioned before but it didn¿t help.

Event description:
It was reported, the patient no longer wanted the pump. The pump had ridden up by patient¿s rib. The hcp had been titrating down the dose and the patient was receiving oral medication. The pump was scheduled to be removed (B)(6) 2013 it was later reported the patient was not explanted, as scheduled, on (B)(6) 2013. The patient was re-scheduled for (B)(6) for the explant.

Event description:
It was later reported that the cause of the event was not known. The patient experienced discomfort when sitting and the pump was explanted. The patient required hospitalization and there was no injury to the patient reported. This device system had delivered morphine and bupivacaine.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).